Event description:
It was reported that the patient presented to with an inflatable penile prosthesis (ipp) that was not functioning properly. The physician tried to troubleshoot the device, but the ipp pump would remained dimpled when squeezed. Two weeks later, the pump was explanted and replaced with a new ipp pump. No patient complications were reported.

Event description:
It was reported that the patient presented to with an inflatable penile prosthesis (ipp) that was not functioning properly. The physician tried to troubleshoot the device, but the ipp pump remained dimpled when squeezed. Two weeks later, the pump was explanted and replaced with a new ipp pump. No patient complications were reported.

Manufacturer narrative:
Upon receipt at of the inflatable penile prosthesis (ipp) at our quality assurance laboratory, the returned pump underwent a thorough analysis. The ipp pump was visually inspected and there were no leaks found. Functional testing confirmed that the pump passed and operated within the product specifications. Based on the information available and analysis results, the testing was unable to confirm the allegations; therefore, a conclusion code of no problem detected was chosen.